Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, moisture damage was found at the keypad traces. No display ramping on its own anomaly noted. Device received with cracked case at display window corners, reservoir tube and battery tube threads and minor scratched display window.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value was 3.7 mmol/l. Nothing further reported.